Event description:
It was reported that pump experienced malfunction alarm with malfunction code displayed and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur, customer declined resuming deliveries while on the call, and was advised to continue using pump and to contact technical support again if malfunction returned, which customer acknowledged and understood.